Event description:
Information received from a consumer reported that the implantable neurostimulator (ins) switched itself off on two (2) occasions and the patient programmer would not let the consumer increase the stimulation on several occasions. The consumer also reported a burning sensation around the ins area. The consumer was redirected to their healthcare professional. There were no further complications reported and/or anticipated.